Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's external flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported a ventilator's external flow sensor was replaced to address an issue with the external flow sensor. This is incorrect. The system board was replaced to address the issue not the external flow sensor.